Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a "broken electric cable" was confirmed during evaluation. The cause of the problem was physical damage to the power cord. Service replaced the power cord to fix the problem.

Event description:
The facility representative reported a flogard infusion pump with a broken electric cable. The event was reported to have occurred before use in the pediatric intensive care unit. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.